Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00827. It was reported x-rays confirmed lead migration. The patient had recently suffered a fall prior to the migration. Patient's therapy has been ineffective since the fall and subsequent lead migration. Surgical intervention may take place at a later date.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00827. It was reported that the patient fell due to leg spasms and the spasms were present regardless of drg stimulation.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00827. Additional information received indicated surgery took place on 07december2017 and the migrated lead was repositioned to the desired location.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00827. Follow-up information indicated the patient is receiving effective therapy.